Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implantable pulse generator (ipg) implanted: 2007 (B)(6); product ID 5054 implantable pacing lead implanted: 2001 (B)(6); product ID 555453 implantable pacing lead implanted: 2001 (B)(6). (B)(4).

Event description:
It was reported that during a generator change procedure, the right ventricular (rv) lead and epicardial lead were damaged by the physician upon attempting to disconnect from the bifurcated adaptor. The rv lead was capped and replaced. The epicardial lead was capped and not replaced. No patient complications have been reported as a result of this event.